Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the episode log from the device does not show suspended and it is suspected that the patient has been in atrial fibrillation (af) since date of last logged episode. The device remains in use. No patient complications have been reported as a result of this event.